Event description:
Note: this report pertains to the first of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01174 for the auriga xl 4007 console, MFR report #3005099803-2021-01175 for the lighttrail single use laser fiber, MFR report #3005099803-2021-01176 for the lighttrail single use laser fiber, and MFR report #3005099803-2021-01177 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and three lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2021. During the procedure, they used three laser fibers and the fibers could not fire, there was no laser energy. After checking the history of the error log the laser console alerted error 1515 - low supply voltage 24v alerted twice during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on march 18, 2021. The procedure was completed with three laser fibers. Additional information was received that the procedure was completed with three laser fibers. As the procedure was completed, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block e1: this event was reported by bsc field service. The reported healthcare facility is: (B)(6) hospital . Block h6: medical device problem code a27 captures the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the fse confirmed 1515 (low supply voltage, 24 dcv) error code in the event log. The power supply was replaced and the issue was resolved. The laser console was calibrated and passed full functional and electrical safety testing. The returned power supply of the auriga xl 4007 console was returned for analysis. A visual inspection was performed and no external damage was seen. It was in overall good physical condition. The power supply is a sealed unit, thus an internal inspection could not be performed. The reported event was confirmed. The reason for the power source issue complaint was most likely caused by an electrical issue with the power supply. Replacing the power supply resolved the issue. Based on all available information, the most probable cause was determine to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
H2: additional information: b5. H6: medical device problem code a27 captures the reportable issue of aborted/cancelled procedure. H10: the complainant indicated that the device has been serviced on site and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01174 for the auriga xl 4007 console, MFR report #3005099803-2021-01175 for the lighttrail single use laser fiber, MFR report #3005099803-2021-01176 for the lighttrail single use laser fiber, and MFR report #3005099803-2021-01177 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and three lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2021. During the procedure, they used three laser fibers and the fibers could not fire, there was no laser energy. After checking the history of the error log the laser console alerted error 1515 - low supply voltage 24v alerted twice during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on march 18, 2021. The procedure was completed with three laser fibers. Additional information was received that the procedure was completed with three laser fibers. As the procedure was completed, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report for the auriga xl 4007 console, MFR report #3005099803-2021-01175 for the lighttrail single use laser fiber, MFR report #3005099803-2021-01176 for the lighttrail single use laser fiber, and MFR report #3005099803-2021-01177 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and three lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2021. During the procedure, they used three laser fibers and the fibers could not fire, there was no laser energy. After checking the history of the error log the laser console alerted error 1515 - low supply voltage 24v alerted twice during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.